Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no cassettes attached. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional. The patient had not been harmed.

Manufacturer narrative:
D9: 6/11/2025. One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing was able to confirm the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.